Event description:
Unomedical reference number (B)(4). Event occurred in the unites states. On 14-june-2024, patient complained about infusion set fell off. Event took place during physical activity. The infusion set was in use for one day. Patient's blood glucose at the time of issue was 130 mg/dl. No further information available.